Event description:
It was reported there was a pump memory error. The pump and catheter data was invalid on the clinician programmer screen. The software card was updated in october. It was unsure if this happened during a reading of the pump or during an update. The issue was resolved. Two days later it was reported the event occurred on interrogation. It was questioned if the cause was electromagnetic interference from ultrasound use in another room. No cause was determined.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8709sc, serial# (B)(4), implanted:(B)(6) 2012, product type: catheter. (B)(4).